Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope sat for more than an hour before the customer was able to clean it. The issue occurred during reprocessing. There were no reports of patient involvement.